Manufacturer narrative:
F10. Adverse event problem code - component code; corrected data: code g07001 inadvertently not included in initial MDR.

Manufacturer narrative:
B5 describe event or problem, corrected data: supplemental #01 report inadvertently left out relevant information.

Event description:
The reported increase in seizures that are still occurring with the newly implanted generator has been reported in MFR. Report# 1644487-2021-01560.

Event description:
It was reported that the patient is having an increase in seizures even after their generator replacement. The patient had scattered seizures that were considered an increase starting since (B)(6) 2021. The battery for the generator was at 8-18% prior to replacement. The physician thought the seizures were linked to a decreasing battery however the patient is still having the increase in seizure activity therefore the physician does not think it was related to the low battery. The physician mentioned external factors of lack of sleep and increase in video game play. The explanted generator has not been received into analysis to date. No additional relevant information has been received to date.